Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a proximal pressure line disconnect alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6).

Manufacturer narrative:
The details reported by the service engineer noted that the issue was with the af541 full face mask, and that the port to connect a nebulizer had come off during use. During follow up with the key market (km), it was reported that the issue was only for the mask. Investigation is ongoing.

Manufacturer narrative:
The details reported by the service engineer noted that the issue was with the af541 full face mask, and that the port to connect a nebulizer had come off during use. During follow up with the key market (km), it was reported that the issue was only for the mask. The key market reported that there was no malfunction with the device, and the issue was with the mask. It was reported that the port cap of the elbow was open or came off and the alarms were generated. It was reported that the mask was discarded.